Event description:
It was reported that "the catheter was found to have slipped out of place during use". The catheter was replaced to resolve the issue. The patient is fine and had no harm or injury.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided three photos showing the cvc catheter being used in the clinical setting. The complaint of a migrated catheter was able to be confirmed by the photo. Further analysis did not reveal any obvious evidence of sutures being used at the intended suture sites (juncture hub and box clamp assembly); however, without the device returned for analysis, a complete visual inspection could not be performed. It was also noted that the catheter was inserted via the femoral vein approach. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "use a catheter stabilization device, catheter clamp and fastener, staples or sutures (where provided). Use catheter hub as primary securement site. Use catheter clamp and fastener as a secondary securement site as necessary." The IFU also states, "minimize catheter manipulation throughout procedure to maintain proper catheter tip position". The IFU also states , "for femoral vein approach, catheter should be advanced into vessel so catheter tip lies parallel to vessel wall and does not enter right atrium". The customer report of migrated catheter was confirmed through analysis of the customer supplied photos. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "the catheter was found to have slipped out of place during use". The catheter was replaced to resolve the issue. The patient is fine and had no harm or injury.